Event description:
Subsequent to the initial report, additional information was received. It was reported that a closure of an unspecified vessel was attempted with two prostyle devices. The devices were returned. For the first vessel closure device, the device analysis did not show suture separation as originally reported, and noted evidence of an anterior cuff miss. Follow up with the account confirmed the correct device failure was a cuff miss. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a link separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
B3 - date of event: estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a closure of an unspecified vessel was attempted with two prostyle devices. Reportedly, the sutures broke on both devices. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.